Event description:
A malfunction was reported on the pump, which resulted in the customer's blood glucose level exceeding 500 mg/dl and reaching up to 600 mg/dl, displaying as "high" with the presence of ketones. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require incapacitating assistance from a third party. The malfunction code was resettable and did not recur after the customer had already reset the pump and resumed insulin. The customer was advised to continue using the pump and to contact support if any malfunction code reappeared, and they acknowledged this instruction.